Event description:
The pump was returned to baxter's svc ctr with a note stating "repeatedly turns on and off after approx 30 min." Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding when the reported "pump turns on/off" occurred, if it was during pt use, if there was any medical intervention, pt injury, age of pt, or medication involved.